Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient experienced a left anterior cerebral artery (aca) infarction. The patient had right leg weakness and double vision, but the neurological sequelae were not severe. Almost three months later, the patient¿s blood pressure (bp) was 96/73 and international normalized ratio (inr) was 1.99. As a result, warfarin dosage was increased. It was further reported that almost two weeks later, the patient was confirmed unconscious while sleeping and transferred to the hospital. Brain/head computerized tomography (CT) demonstrated a large acute intracerebral brain hemorrhage (ich) in the right front parietal lobe with intraventricular extension from lateral ventricles to 4th ventricle, midline shifting and subfalcine herniation, and subarachnoid hemorrhage (sah) at the right occipital lobe. It was noted that the patient¿s inr was supratherapeutic and bp was high. The patient had a history of cerebrovascular accident (cva) thought to be caused by thrombogenic/bleeding condition due to cancer. It was also reported that the patient¿s caregiver declined life-saving medical treatment and the patient subsequently expired.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received indicated that the patient experienced a left anterior cerebral artery (aca) infarction. The patient had right leg weakness and double vision, but the neurological sequelae were not severe. Almost three months later, the patients warfarin dosage was increased. It was further reported that almost two weeks later, the patient was confirmed unconscious while sleeping and transferred to the hospital. Brain/head computerized tomography (CT) demonstrated a large acute intracerebral brain hemorrhage (ich) in the right front parietal lobe with intra-ventricular extension from lateral ventricles to 4th ventricle, mid-line shifting and subfalcine herniation, and subarachnoid hemorrhage (sah) at the right occipital lobe. It was noted that the patient¿s inr was supra-therapeutic and bp was high. It was also reported that the patient¿s caregiver declined life-saving medical treatment and the patient subsequently expired. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, neurological dysfunction is a known potential complication associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of neurological dysfunction. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ventricular assist device (vad) patient¿s blood pressure (bp) was 96/73 and international normalized ratio (inr) was 1.99. As a result, warfarin dosage was increased. It was further reported that almost two weeks later, the patient was confirmed unconscious while sleeping and transferred to the hospital. Brain/head computerized tomography (CT) demonstrated a large acute intracerebral brain hemorrhage (ich) in the right front parietal lobe with intraventricular extension from lateral ventricles to 4th ventricle, midline shifting and subfalcine herniation, and subarachnoid hemorrhage (sah) at the right occipital lobe. It was noted that the patient¿s inr was supratherapeutic and bp was high. The patient had a history of cerebrovascular accident (cva) thought to be caused by thrombogenic/bleeding condition due to cancer. It was also reported that the patient¿s caregiver declined life-saving medical treatment and the patient subsequently expired.

Manufacturer narrative:
A supplemental report is being submitted for correction. Correction b3: date of event was corrected from (B)(6) 2021. Correction b5: event description was corrected to remove "it was reported that the ventricular assist device (vad) patient experienced a left anterior cerebral artery (aca) infarction. The patient had right leg weakness and double vision, but the neurological sequelae were not severe." This was a separate hospitalization/event and was captured in a separate record under FDA report number 3007042319-2021-08046. Correction b7: relevant history was updated to capture the previous strokes. Correction h10: product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received indicated that the patient¿s warfarin dosage was increased. Two weeks later, the patient was confirmed unconscious while sleeping and transferred to the hospital. Brain/head computerized tomography (CT) demonstrated a large acute intracerebral brain hemorrhage (ich) in the right front parietal lobe with intra-ventricular extension from lateral ventricles to 4th ventricle, mid-line shifting and subfalcine herniation, and subarachnoid hemorrhage (sah) at the right occipital lobe. It was noted that the patient¿s inr was supra-therapeutic and bp was high. It was also reported that the patient¿s caregiver declined life-saving medical treatment and the patient subsequently expired. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, neurological dysfunction and death are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of neurological dysfunction. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.